Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional info: the customer returned the actual sample for evaluation. The sample was functionally inspected and the reported condition was confirmed. The sample was tested under water at 0.56 bars and the set was blocked at the junction of the tube and the chamber, an over insertion of the tube. This report was communicated to the personnel involved in the assembly process for awareness. A batch review was performed on the reported lot with no deviations found.

Event description:
The customer reported to baxter (B)(4) regarding the control-a-flo set in which there was a blockage of the fluid flow noted after priming, however, there was no patient involvement. No patient injury or medical intervention was reported along with this complaint. No additional information is available.